Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, malfunction of left side ccd unit and video connector board due to fluid invasion is presumed as a cause. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the user could not get the 3d image. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that both 2d and 3d image were not displayed on the monitor due to the failure of the ccd unit. There was no report of patient injury associated with the event.